Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. Review of the data file from the event showed that pads were attached and a signal was present in lead view. The device was switched to pacer mode and by design, lead view was switched to lead ii. Pad lead view is not a visible lead while in pacer mode. The user changed leads multiple times, but never attached ECG leads or pressed a defib related button. The device remained in pacer mode. The device met specifications and performed as designed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6)-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired.